Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a loose connection between a solution bag and the supply line of a homechoice cassette was reported and is known to cause this alarm. The cause of the loose connection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on a homechoice device during peritoneal dialysis therapy. This event occurred during dwell three of four. The patient was connected at the time of the alarm. The patient stated that there were no leaks and that the supply bag was empty. The renal therapy service agent (rtsa) had the patient look for air bubbles in the lines. During troubleshooting, it was determined that there were small bubbles in the supply line bag due to a loose connection between the supply bag and homechoice cassette which caused the system error 2240. The rtsa assisted the patient in ending therapy and removing the cassette, and reviewed proper procedures with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.